Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, device migration. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant and bilateral malposition of her breast implants. As a result, the patient underwent unilateral removal and replacement of the right implant with a 375cc mentor smooth round moderate profile saline breast implant on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08426 for the contralateral event.